Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the cartridge tore. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Cartridge complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified lens. Intraocular lens (iol) product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified plunger. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause is most likely related a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).